Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with the pacemaker system including this right atrial (ra) lead called the customer contact center. The patient reported after implant their leads had dislodged. Additional information provided loss of capture was exhibited on this ra lead. Subsequently, a revision procedure was completed. This ra lead was repositioned successfully. This ra lead remains in service. No additional adverse patient effects were reported.